Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to glare, starbursts and a lens mechanical complication. The patient was experiencing rings around headlights at night. The lens was replaced with a different model lens. Additional information was received from the surgeon who reported the patient also experienced blurred vision. The rings around lights were affecting the patient's driving at night.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could to identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. Additional information was received on (B)(6) 2013. (B)(4).